Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the program changed on its own from program 1 to 2; however, this was not an issue for the patient and the program was helping them. It was noted the patient was one to always have to feel stimulation. No symptoms were reported. No further complications were reported/anticipated.